Event description:
It was reported that a nrg transseptal needle was selected for use during a percutaneous catheter myocardial ablation. After tenting, the nrg rf needle was energized and radio frequency was delivered, however it was unable to cross the septum. Thus, during the second attempt to go transseptal, it was noted that the tip of the nrg rf needle was bent and could not be inserted into the non-boston scientific dilator (abt slo). Therefore, a new nrg needle was opened and used, and the transseptal puncture was achieve. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. There were no generator alert or error code displayed when rf was first attempted. The rf was delivered once during the attempts. The physician experience resistance when tracking the device through non-boston scientific dilator on the 1st attempt. No patient anatomy tortuous was reported.

Manufacturer narrative:
This MDR is being filed to report investigation results (awareness date: 08-apr-2024). Upon receipt at boston scientific's post market laboratory the nrg rf needle was visually inspected, and the device passed flushing tests (pre and post decontamination), however, it showed signs of deformations/kinks towards the distal tip that was later noted to be out of specification with the curve overlay test, which could have happened due to return packaging. Next, the vhx images revealed the needle was within specification for distal active tip, distal od, proximal od, side ports, and device interaction test and distal tip protrusion. Then, the device passed the impedance and continuity tests, showing there was no problem of connection between the connector end and the distal tip of the needle. Thus, the device was tested on the eepprom check and it was within specifications, suggestion that the needle was successfully connected to a generator on the field. Finally, during puncture/tissue testing, the needle performed as expected, and the device successfully delivered radio frequency on the tissue. Thus, the complaint could not be confirmed as the reported failures were not able to be reproduced and the needle performed as intended in all testing. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use during a percutaneous catheter myocardial ablation. After tenting, the nrg rf needle was energized and radio frequency was delivered, however it was unable to cross the septum. Thus, during the second attempt to go transseptal, it was noted that the tip of the nrg rf needle was bent and could not be inserted into the non-boston scientific dilator (abt slo). Therefore, a new nrg needle was opened and used, and the transseptal puncture was achieve. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. There were no generator alert or error code displayed when rf was first attempted. The rf was delivered once during the attempts. The physician experience resistance when tracking the device through non-boston scientific dilator on the 1st attempt. No patient anatomy tortuous was reported.